Event description:
The pt had a possible allergic reaction to their pump. Symptoms included a white milky substance found in the pump pocket. Cultures of the fluid were done; no infection was found. A dacron pouch was used in the pump pocket. Also, the pt had a implantable neurostimulator and had not had the same reaction to it. The pump system was replaced. The pt developed the same reaction to the replacement pump (reference mfg. Report #3004209178200906147). Add'l info has been requested. A follow-up report will be submitted if additional info becomes available.